Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the customer was unable to complete the fill tubing process. The customer explained that the insulin pump would notify that it was performing the fill tubing without actually doing it. The customer stated that the insulin pump seemed to be stuck in the cycle. The customer's blood glucose was 121 mg/dl. Troubleshooting was done. The customer was unable to exit the "preparing to prime" loop. Advised customer that the insulin pump needed to be replaced. Advised customer to revert to a back-up plan per healthcare provider's instructions. Advised that a replacement insulin pump would be sent. Nothing further reported.